Event description:
Plaintiff alleges that during a total knee replacement of the left knee, physician broke a #10 blade which was being utilized with an oscillating saw to dissect the proximal tibia. The fragment of the broken blade thereafter lacerated the popliteal artery, vein and tibial nerve of the plaintiff's left leg causing unspecified significant and permanent injuries.